Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported system of constant door not fully latched messages. Evaluation experienced the reported symptom due to a damaged upper link switch. The upper auxiliary assembly, which contains the failed upper link switch, was replaced.

Event description:
It was reported that a spectrum pump experienced a constant door not fully latched message. It was also reported that there was no patient injury.